Event description:
Reporter alleged the blood glucose monitoring device base unit was melted and blackened. Reporter stated the device itself was melted and blackened and melted as well (refer to medwatch 1823260-2005-03217). Reporter indicated there were no injuries associated with the alleged incident and does not know what was spilled on the unit. Reporter stated the device is cleaned with sani-wipes. Reporter stated the device and its base were taken out of service. A request was made for the return of the suspect device and replacement product was sent.